Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation received. Litigation alleges pain, elevated metal ion levels, large fluid accumulation and pseudotumor. It was also stated that the revision notes indicate, ¿there was noted to be a large pseudotumor in the trochanteric bursal area,¿ with ¿extensive fluid accumulation,¿ and ¿there was a large pocket with a defined thick membrane.¿ doi: (B)(6) 2009; dor: (B)(6) 2017; left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : investigative update: 01 / june / 2021. Patient x-ray images have been provided for review. No device associated with this report was received for examination. Provided x-ray images have been reviewed. It is noted the patient has had bi-lateral hip replacement. This report is for the left hip. Nothing indicative of a product problem is identified. It was not possible to identify specific product codes. A root cause for the reported problems cannot be determined using these images. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. There is otherwise no additional information and no change is required to the initial investigative results. No evidence was found indicating product error was a contributing factor. The need for corrective action was not indicated. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot : a device history record (DHR) review, was not possible because the required lot code(s) was not provided. Corrected: g1.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.